Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 546mg/dl. The customer stated that the doctor wants to discontinue use of the insulin pump. Advised the customer that a replacement of the device will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Upon visual inspection, cracked case on lcd display window corners noted.